Event description:
The facility reports the pt was given a bath around 3:30pm, was dressed and was taken to the dining room for supper. After supper, the staff were putting the pt back to bed and noticed blistering occurring to the pt's foot. Resident had suffered a second degree burn to the bottom of the right foot.